Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a successful cryo ablation procedure, an effusion was confirmed with an intracardiac echocardiogram. A pericardiocentesis was performed. No further patient complications have been reported as a result of this event.